Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm intermittently occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was approximately 83 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.